Event description:
A caller reported an occlusion alarm, although technical support was unable to verify the alarm number in the pump history. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. No additional information was received regarding corrective actions taken or the outcome of the event.